Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell down and complained that the stimulation moved compared to the initial setting. An adjustment was implemented. No patient outcome was provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# unknown. Product type: recharger. (B)(4). (B)(6).